Manufacturer narrative:
D4: complete UDI# was not provided by end user. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the neonatal resuscitation team has been experiencing difficulties using the infantflow nasal mask size m colour blue (ref:777002m). The mask becomes deformed by the humidity in the incubator and flattens, causing leaks and breathing difficulties for babies, leading in some cases to malaise. The mask must be changed several times a day to avoid this problem. The problem is observed with all batches of size m, whereas it rarely occurs with masks of other sizes (777002xs, 777002s, 777002l, 777002xl). No patient harm was reported. Once mask was changed, patient became stable.